Manufacturer narrative:
Reference number (B)(6). Catalog number in d4 is the international list number which is similar to us list number of 062910. A stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2026 it was reported that the patient's stoma site was leaking a brownish exudate, frequently staining his shirt. Patient about to finish a course of unknown antibiotics. The device involved in the event remained implanted; therefore, a return sample evaluation is unable to be performed.